Event description:
The patient reportedly had a skin flap infection with active mastoid fistula at the implant site. The patient underwent mastoidectomy. The patient was reportedly treated with ciprofloxacin for 10 days. The patient reportedly did not respond to the medication. The patient's device was explanted. The patient reportedly is doing well.